Event description:
It was reported that during a da vinci-assisted radical extraperitoneal without lymphadenectomy prostatectomy surgical procedure, tip of the fenestrated bipolar forceps instrument was burned. The procedure was completed with no reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting a burned tip of the fbf instrument, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fbf instrument was analyzed and found to have thermal damage on the bipolar yaw pulley. A portion of the yaw pulley was missing as a result. The size of the missing piece is approximately 0.046¿ x 0.075". Upon visual inspection, there was no damage observed on the conductor wire and the instrument passed electrical continuity. The root cause of this failure was typically attributed to mishandling or misuse. The complaint regarding a burned tip of the fbf instrument was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This issue can be resolved by using an alternate instrument to complete the procedure. This issue is also captured in the fmea for 8mm instruments. This complaint is reportable malfunction event due to the following: the instrument was found to have thermal damage on the bipolar yaw pulley, and a portion of the yaw pulley was missing. It was unknown if a fragment fell inside the patient during a da vinci assisted procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.